Event description:
Report recieved of an overdelivery. The pump was programmed to deliver an unspecified concentration of nafcillin in the intermittent mode with a dose limit of 100ml every 6 hours for a total of 12 doses, with a kvo rate of 1ml/hr and a container size of 1300ml. On an unspecified date and time the delivery was started in the patient's home in 2005 at an unspecified time the delivery was completed. The patient was being "over infused on the pump". There were no reported adverse patient effects. No medical interventions were required.